Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 3 times. On (B)(6) 2017 that had blood glucose of 24 mg/dl at the time of the incident, and 20 mg/dl at the time of hospitalization. The customer was at 70 mg/dl at the time of the call. The customer used food, glucose tablets, and was given a shot to treat. The customer experienced symptoms such as being unresponsive and foaming at the mouth. The customer is unsure if they were wearing the insulin pump during the first incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis. The customer was at 24 mg/dl the first time and was found foaming at the mouth and unconscious. The customer was taken to the hospital by paramedics. The customer had 2 more low incidents in the middle of the night. The second time they were 46 mg/dl and they had broken out into a sweat. The customer took off the pump and treated with orange juice. The third time around (B)(6) 2017, the customer did not check their blood glucose. They woke up their spouse and treated the low with orange juice. Pump passed functional testing.